Event description:
The customer reported that an ipc not started error displayed on touch screen. The system was rebooted three times and the error did not go away.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep ordered the ipc fru and installed it on the system. The system operates as intended.